Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard-n straight, 24g x 0.56" the hub popped off. The following information was provided by the initial reporter:   it was reported by the consumer the yellow hub popped off.

Event description:
It was reported while using bd insyte autoguard-n straight, 24g x 0.56" the hub popped off. The following information was provided by the initial reporter:   it was reported by the consumer the yellow hub popped off.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 21-apr-2022. Investigation summary: our quality engineer inspected samples submitted for evaluation. Bd received one un-retracted unit and one retracted unit both with the needle covers and catheter adapter assemblies. The retracted unit was moved into the un-retracted position and both devices were inspected for bent needles. No bends were found. The catheter tubing of the units was then inspected. Microscopic inspection of the catheter tubing revealed a v-shape cut in the catheter of the retracted unit. This is indicative of the needle tip piercing through the catheter wall which can also cause greater length of the needle to be exposed. No damage was observed to the un-retracted unit. Damage near the tip of the catheter may occur during manufacturing or handling/use of the device. During manufacturing, a spear through can occur during placement of the catheter over the needle. During handling damage to the catheter tip may occur during cover removal or breaking tip adhesion. As the device has been opened and we cannot differentiate between the defects post factum a root cause cannot be determined. A device history record review could not be performed as the lot number is unknown. H3 other text : see h10.